Manufacturer narrative:
B5: additional: subsequent follow up information received from the surgery center confirms that the issue of part of lens getting stuck in the incision was due to surgeon error that the tip of the cartridge slipped during implantation. There was no patient injury. Section h6: medical device problem code: 2339 - inaccurate delivery. Section h6: medical device problem code: 1670 - use of device problem. Upon reviewing the complaint folder, it has been determined that the issue of part of lens getting stuck in the incision was due to surgeon error that the tip of the cartridge slipped during implantation. There was no patient injury. As the event was due to use error and not due to product issue, based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 9614546-2021-07080. G8: correction: in review, of medwatch 9614546-2021-07080 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had loading issue and the lens injected when injector was only partially inserted in the patient's left eye. The lens was partially inserted and was removed and replaced with another lens of same model. The event was observed while inserting into the eye. The outcome does not significantly interferes with activities of daily life. No further information is available.